Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump repeatedly failed the upstream occlusion test during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h3, h6, h11. The device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. No pump correction is required to address this issue. Should additional relevant information become available, a supplemental report will be submitted.